Event description:
A patient enrolled in a study underwent an uneventful ion transbronchial lung biopsies, radial endobronchial ultrasound (rebus) and bronchial alveolar lavage, followed by the standard endobronchial linear ebus with transbronchial lymph nodes aspiration. The patient was discharged the same day without any reported ion device issues or malfunctions. It was reported that the patient expired nine days post procedure. The study investigator determined the death to be unrelated to the ion system or accessories, unrelated to the ion procedure, and unrelated to the third-party endobronchial procedure. The cause of death was reported to be related to the patient comorbidities at the time of death including acute respiratory failure with hypoxia due to atrial fibrillation with rapid ventricular response, pulmonary emboli, metastatic adenocarcinoma of the lung, decompensated heart failure, pneumonia, hyponatremia, hypercalcemia, and acute encephalopathy. No additional information was provided.

Manufacturer narrative:
There was no report of any ion system issues during the procedure. The study investigators attributed the death to be related to patient co-morbidities. System logs review confirmed no errors occurred during the procedure that could have caused or contributed to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the adverse event described is not unique to an intuitive product or procedure and the intuitive product could not have caused or contributed to the adverse event. The patient in a study underwent an ion lung biopsy of a left lower lobe lung mass. The biopsy was completed without issue and the patient was discharged home the same day. The biopsy confirmed a malignant adenocarcinoma. The patient was re-hospitalized with decompensated heart failure, atrial fibrillation with rapid ventricular response, pulmonary embolism, hypercalcemia and hyponatremia, acute encephalopathy, and a newly diagnosed metastatic adenocarcinoma of a lung. The patient died nine days after the biopsy based on the available data. The reported events were likely due to the significant underlying medical comorbidities. However, the biopsy procedure may have contributed to the pulmonary embolism in a patient already at high risk for thromboembolic events in the setting of metastatic cancer and multiple acute medical issues as outlined above. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 cases reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. There were no reported events of venous thromboembolism (vte) including deep venous thrombosis or pulmonary embolism. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths and no vte. However, it is possible that immobility during general anesthesia and the small amount of bleeding and subsequent clotting associated with lung biopsies may confer some degree increased risk of vte events. Likely of more relevance, it is estimated that cancer confers a 4-7x higher risk for vte. The higher rate of vte has been reported to range between 3-13.9% in patients with lung cancer. -folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. -facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. -kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blom jw, doggen cj, osanto s, rosendaal fr. Malignancies, prothrombotic mutations, and the risk of venous thrombosis. Jama. 2005. Bagchi a, khan ms, saraswat a, ansari a, nai q, iyer v, hamouda d, khuder s, verghese c. Increased incidence of thrombotic complications with non-small cell lung cancer necessitates consideration of prophylactic anticoagulation in young individuals. Cureus. 2021. Chew hk, davies am, wun t, harvey d, zhou h, white rh. The incidence of venous thromboembolism among patients with primary lung cancer. J thromb haemost. 2008. Connolly gc, dalal m, lin j, khorana aa. Incidence and predictors of venous thromboembolism (vte) among ambulatory patients with lung cancer. Lung cancer. 2012.